Event description:
It was reported to philips that the defibrillator fell from a high surface breaking the arms of the paddle. There was no reported patient impact / injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle, for which a part was ordered for replacement and the device returned to full functionality. The device remains at the customer site and no further investigation is warranted at this time.